Event description:
It was reported that one day post-implant, a rv continuity test was performed and each time a message occurred stating that it was "open". Therefore, the patient was brought back into surgery, and the rv setscrew was tightened. After re-intervention, the test was normal and the device remains implanted.

Manufacturer narrative:
In 2006. The device remains implanted. However, all available evidence indicates that the reported behavior resulted from the connection of the lead into the ICD connector during implant. Following re-intervention, normal behavior was restored. Therefore, no further action is needed and the device can remain implanted. Please see the attached analysis for complete details. Due to the lack of data (analysis files were not retrieved for analysis), no conclusion can be drawn. However, all available evidence indicates that the reported behavior results from a misconnection of the ventricular lead into the ICD connector during implant (loosened rv setscrew), which led to an electrical continuity defect. In this context, device defibrillation efficacy was no more ensured. Following lead reconnection (rv setscrew tightening), normal behavior was restored. Therefore, no further action is needed and device can remain implanted.